Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer discovered a crack on the screen of her insulin pump whilst eating lunch. Her blood glucose was 105mg/dl at the time of reporting. She was advised to revert to her back up plan. The insulin pump was returned. No additional information was reported.